Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone alarm due to moisture damage on the electronics; unable to verify button error alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was worn while she went swimming. The blood glucose reading was 110 mg/dl. The insulin pump display went blank immediately after exposure to moisture. The insulin pump alarmed for a button error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.